Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regv3258 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the pediatric PICC nurse "issues with inserting the introducer. The introducer would buckle and then noticed that there was a break in between the white and gray part. It was almost like the gray sheath was falling apart as they inserted. No harm to patient but this required them having to drop a second introducer on their sterile field."

Event description:
It was reported by the pediatric PICC nurse "issues with inserting the introducer. The introducer would buckle and then noticed that there was a break in between the white and gray part. It was almost like the gray sheath was falling apart as they inserted. No harm to patient but this required them having to drop a second introducer on their sterile field."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a microintroducer buckling is confirmed and was determined to be manufacturing related. One 3.5 fr microintroducer was returned for evaluation. An initial visual observation showed use residues on the returned microintroducer, and it appeared that the distal end of the gray sheath where it transitions to the dilator was deformed. A microscopic observation revealed deformation on the distal end of the gray sheath, as buckling of the sheath appears to have occurred. The distal tip of the gray sheath appeared to have an abrupt transition in the areas that did not appear to buckle, rather than a smooth transition from the tipping process as it was compared against a non-complainant device. The complaint of a defective microintroducer sheath is confirmed and was determined to be related to manufacturing. The investigation was forwarded to the end-item/manufacturing facility for further evaluation, and bd is working closely with the supplier/manufacturing facility to prevent recurrence of the reported event.